Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name and date? An unknown surgery on (B)(6) 2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, it was reported that the needle had been broken in the newly dispensed suture when the package was opened for an unknown surgery. Changed another package to open, the same problem happened. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.